Event description:
It was alleged that after a procedure, an instrument was missing part of the tip. The pt was x-rayed and a laparotomy was performed to try to locate the piece. The tip was later found at the bottom of the tray.